Event description:
It was reported that the instrument broke during a spinal procedure. Another instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.